Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap colon. According to the reporter: eea fired to create anastomosis but did not have complete proximal tissue donut. An air-leak test was performed and the staple line bubbled excessively. The surgeon had to hand-sew the staple line closed and re-tested with air and there was no leak. A loop ileostomy was placed due to the issue. Extension of the incision by 6cm, or time extended by over 30 mins.